Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 9 months.  No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was seen in clinic for evaluation on (B)(6) 2018. Patient reported physical assaulted at gun point and was concerned about driveline tug. Patient was assessed in clinic and without sign/symptoms of infection. On (B)(6) 2018, patient presented to outside hospital emergency department for evaluation with complaints of pain, rash, and drainage at driveline. Patient assessment revealed lateral rash, erythemic, and excoriated. On (B)(6) 2018, patient was afebrile. Patient was given steroid cream for rash. Patient will not use foley cenurion anchor anymore and was given 30-day supply of oral antibiotics on (B)(6) 2018. No additional information was provided.